Manufacturer narrative:
Investigation is complete. At this time the customer will not be returning the device for evaluation. The customer contact stated that the device will be repaired at the user facility. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device door roller was broken. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.